Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the catheter was examined; there was dried contrast in the inflation lumen and the balloon was tightly folded with a pillowing effect which is consistent with the stent having been present at the time of manufacturing. There were multiple bends/kinks throughout the length of the hypo-tube. At one end of the stent there is one strut in the second row bent back on its self and multiple struts stretched in the first row. The stent also appears to have dried blood in between the stent struts. Magnified inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR# 2134265-2011-00778. It was reported that during a stenting treatment procedure, a stent dislodgement outside the patient occurred. The lesion being treated was located in the obtuse marginal (om). A previous implanted unknown taxus stent was located in the om. The physician had to deliver the devices through a saphenous vein graft (svg) to the om. The lesion was predilated with a 2.0x12mm maverick balloon. The physician attempted to place the 2.25x16mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. Then the physician attempted to place the 2.25x12mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. The same guide catheter and same guide wire were used. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR# 2134265-2011-00778. It was reported that during a stenting treatment procedure, a stent dislodgement outside the patient occurred. The lesion being treated was located in the obtuse marginal (om). A previous implanted unknown taxus stent was located in the om. The physician had to deliver the devices through a saphenous vein graft (svg) to the om. The lesion was predilated with a 2.0x12mm maverick balloon. The physician attempted to place the 2.25x16mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. Then the physician attempted to place the 2.25x12mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. The same guide catheter and same guide wire were used. No patient complications were reported and the patient's status is fine.